Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a coronary artery bypass graft procedure, there no way to close the graft. The device was not able to fire correctly. There was no way to close the clip in a proper way. The clip did not close completely (was malformed). There was no delay, surgery was successfully completed, and there was no patient consequence.